Event description:
It was reported that in 2006, two vision stents were implanted adjacently in the mid rca. After implantation, subacute thrombosis (sat) occurred in february (the exact date is unknown). The patient was reported to have poor blood flow. A long stent strut, two of 3.5mm long, stent was implanted adjacently, which would have increased the risk of sat. Intervention was required to treat the sat. No additional information was available.